Event description:
A malfunction on the pump was reported by the caller, but no notable events were observed before the issue. The customer's blood glucose level did not exceed 500 mg/dl, remaining within the normal range. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to report back if the issue reappeared.